Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. The noise was reproduced via isometric testing. Programming change was made to reduce the impact of the noise. The lead will be replaced in the future. The patient was stable.

Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2021. No patient consequences were noted.

Event description:
New information received notes that the noise was oversensed.